Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard "bleeping" from their controller. Power switching was initially suspected, but once they hooked the patient up to the monitor, they found abnormal red alarms which indicated a controller fault. They attempted to download logfiles, but they would not download. The controller was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned controller revealed that the device passed visual inspection and initial functional testing. The controller was able to connect to a test monitor and transfer controller log files without anomalies. An internal inspection did not reveal any anomalies. During supplemental testing, the controller could run for an extended period; results revealed a faulty user interface controller (uic), as the controller would intermittently record uic resets. The uic is the main integrated chip responsible for the operations of the controller, including recording data in the controller log files and displaying information on the controller lcd display. The controller regained normal functionality after the component was replaced. Review of the event file revealed that multiple uic resets and event exceptions were logged. When the uic resets, the led alarm indicator on the controller's front panel will flash red for a moment and the controller may beep. Additionally, during uic resets, the controller will not be able to communicate with a monitor to download logs. Review of alarm log file did not reveal any alarms within the analyzed period. As a result, the reported "bleeping," red alarms, and data transfer error events were confirmed. However, the reported controller fault alarm could not be confirmed. The most likely root cause of the reported event can be attributed to a faulty user interface controller. Investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.